Event description:
It was reported to boston scientific corporation that a hydrajag guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the physician noticed that the tip of the device was detached and remained inside the patient. The procedure was completed with another hydrajag guidewire. There were no patient complications reported as a result of this event and the physician is taking a "wait-and-see" approach. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation. Only limited information was provided regarding the procedure and therefore, boston scientific was unable to determine if the dfu was followed or whether anatomical procedural factors interfered with the proper function of the device. The batch number for the incident device was not reported. A shipment history was performed for all batches sold to this customer in one year prior procedure date. A DHR review was performed on all potential batch numbers and revealed no anomalies related to the complaint. As a result of the limited information available, boston scientific was unable to determine a root cause of this event. However, it should be noted that the dfu does state, "caution: inappropriate use of the hydra jagwire guidewire may result in wire/tip breakage in the gastrointestinal tract or tracheobronchial tree".